Manufacturer narrative:
Argus case (B)(4).

Event description:
Almost choked/almost choked with the disgusting goop it makes on the mouth [choking] bedridden [bedridden]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of choking in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced choking (serious criteria gsk medically significant), bedridden and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the choking, bedridden and product complaint were unknown. It was unknown if the reporter considered the choking and bedridden to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: the consumer informed that her mother was bedridden, and almost choked with the disgusting goop it made on the mouth.